Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter stated "during the process of lens loading and opening the lens bottle, the bottle tin was not fully opened, and the bottle was broken". The 13.2mm vticmo13.2 implantable collamer lens of -7.5/1.0/90 (sphere/cylinder/axis) was still implanted into the patients left eye (os) on (B)(6) 2022. Cause is unknown.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the material of the lens vial. An action plan, health hazard evaluation (hhe) on 2ml vial breakage was initiated to assess and implement corrections and preventive actions for the failure identified in this complaint. The hhe for the 2ml vials found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the acceptable range. The manufacturer of the 2ml vials was also asked to switch back to the prior packaging configuration to prevent further vials from breaking during usage or shipping. Thus, no further action is required at this time. Claim# (B)(4).

Manufacturer narrative:
H6: type of investigation: 10: testing of actual device. Investigation findings: the vial was returned broken. No lens in the box. Visual inspection found the vial broken at the neck. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6: device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the packaging configuration of the lens vial. An action plan, health hazard evaluation (hhe) on 2ml vial breakage was initiated to assess and implement corrections and preventive actions for the failure identified in this complaint. The hhe for the 2ml vials found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the acceptable range. The manufacturer of the 2ml vials was also asked to switch back to the prior packaging configuration to prevent further vials from breaking during usage or shipping. Thus, no further action is required at this time.

Manufacturer narrative:
Corrected data: h6; device history record (DHR) review: device history record review found that based on the results of the investigation, the probable cause of this event is related to a change in the packaging configuration of the 2ml vials. Health hazard evaluation (gp-1416) found no severe threat to public health. An action plan, CAPA m22-04, has been initiated to assess and implement corrective and preventative actions for the failure identified in this complaint. Corrective and/or preventive actions are being addressed through CAPA m22-04. Claim# (B)(4).